Event description:
As reported by the user facility: our issue is that the catheter is separating at a point in the intro to the patient where it can cause harm, so this is not about the lack of connectivity, it is about a physical defect where the catheter has broken twice where we were trying to introduce anesthesia into a patient. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Note: the customer indicates the defect occurs "twice". This is to capture the 2nd event where no additional information was provided. 1st event reported under MDR # 2523676-2024-00243 (b. Braun medical internal report number (B)(4)).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used catheter with lidstock packaging was returned for evaluation. Visual inspection of the just catheter show the no damage, shearing or breakage. See photo. The catheter was attached to a connector and tested for occlusion per specification with passing results. The returned product was visually and functionally tested and the reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. During a follow up it was mentioned that the patient had pain as a result of the breakage. Section h6 clinical code e was updated.